Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead was initially placed, but exhibited high thresholds. The lead was attempted a second time, however, the helix "became reluctant to move unless many turns were given as torque." The physician removed the lead, cleaned it off on the scrub table, and tried to deploy the helix outside of the patient but "it took a high amount of turns on the pin to get the screw to move." The physician elected to use a different lead for implant. No patient complications have been reported as a result of this event.